Event description:
Quadriplegic patient with trach, weak respiratory status -- ie. Only diaphragmatic breathing. Passy muir speaking valve was placed by staff member who then left the room. Thirty mins later, patient was found expired. It was discovered that trach cuff was inflated.